Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) stated the site kept experiencing a recoverable fault early in the procedure. Prior to calling isi technical support, the site attempted to reboot the system once and also a hard reboot with no change. Isi technical support engineer (tse) viewed live logs and noted 23094 error on universal surgical manipulator (usm) 4, axis 2. Tse saw the arm was disabled and the cta stated that the site was currently only using arms 1, 2, and 3. The caller then stated that the site just completed the procedure. Tse informed the caller that the recoverable fault may still be present for their next case and caller informed tse that the surgeon can do the procedure with 3 arms. The cta was going to exercise the usm along axis 2 to see if they could get the fault to clear between procedures. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm) to correct the reported complaint. The system was tested and verified as ready for use. Isi has received the usm for evaluation and the failure analysis has been completed. The reported error 23094 was confirmed/replicated. The unit was placed on the system and it passed normal mode. The usm was put on the ftp and it errored out of the sensor check. The unit was taken back to the system and the encoder and searchlight data was checked. It was found that there was no data coming from the pitch cva pca. When the cva pca was swapped, data was transferred. Visual inspection revealed that there was a crack or scratch on the pitch cva pca. Error 23094 was not triggered on the system, but the damaged cva pca can cause error 23094. The error was also confirmed through the logs. A review of the site's complaint history does not show any additional complaints for this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23094 that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sk4145 was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
Refer to h10/h11 for follow-up information.